Manufacturer narrative:
It was reported that a piece of the catheter was retained upon removal. The retained piece was manually removed. It is unknown if the catheter needed to be replaced. No injury resulted. No additional intervention was required. The catheter was not returned for evaluation. This device is a component in a custom surgical pack and is manufactured by bard medical. Bard medical has been notified of this incident. As the manufacturer of the device, bard will make the determination if any corrective action is indicated.

Event description:
It was reported that a piece of the catheter was retained upon removal. The retained piece was manually removed.